Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the audio bolus button was intermittently unresponsive and was unable to deliver boluses. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump inside clothing or attached to the waist and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: the complaint could not be duplicated or confirmed. The pump was returned with no visible damage to the audio bolus button cover. During testing, the audio bolus button was normally responsive. There was no visible damage observed to the keypad cover. All of the keypad buttons were normally responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.